Event description:
It was reported that balloon rupture occurred. The target lesion was located in the vessel below the knee. A 2mm x 20mm x 142cm coyote? Es balloon was advanced for dilation. However, during the third inflation at the nominal pressure for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with this device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.